Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. The manufacturer internal reference number is: (B)(4).

Event description:
A business office coordinator reported that following an intraocular lens (iol) implant procedure, the patient was not happy. The lens was removed in a secondary procedure. Additional information was provided by a certified ophthalmic technician, who clarified that the patient has had three intraocular lens implant procedures in one eye. The technician provided the following details. The patient experienced a myopic shift following the first iol implant procedure. Approximately 5 weeks later, the first iol (different manufacturer) was exchanged for a different iol model during a second procedure. A limbal relaxing incision was also indicated but unclear during which procedure it was performed. Six weeks later, mild posterior capsular opacification was observed. Approximately, 4 months later, the second iol was exchanged during a third procedure with a different lens model due to the patient experiencing decreased vision and lens dysphotopsia. The outcome of the event has resolved. This report is for the second iol that was exchanged during a third procedure due to the patient experiencing decreased vision and lens dysphotopsia.